Event description:
On (B)(6) 2014, the patient reported he had experienced an elevated blood glucose level in the 400's mg/dl and he attributed this to a leak he found in his infusion set. While administering a bolus he found the infusion tubing near the luer lock was split and leaking insulin. He stated there have been several infusion sets with a similar problem. No adverse event was reported. The infusion sets were discarded; therefore, not product could be returned for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Product discarded by patient.